Event description:
During the leadless pacemaker (lp) system implant procedure, while manipulating the right ventricular (rv) lp, the rv lp became dislodged from the tissue while in tether mode, attached to the delivery catheter. The lp implant system was removed, and the helix was found to be damaged. A new implant procedure is planned for a future date. The patient was in stable condition.

Manufacturer narrative:
The events of device dislodgment and helix break were reported to abbott and could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.